Event description:
It was reported that prior to connection to the pt, the pump was switched on and the screen went grainy. At which time pumping was functioning and as a result, the pump was exchanged without complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.